Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed vibration in their chest on (B)(6) 2024 and was regularly checked at hospital on (B)(6) 2024. On (B)(6) 2024, the patient had chest discomfort at night with no change in parameters. The pacemaker was checked for whether the patient had arrhythmia or not on (B)(6) 2024. There were no abnormalities. Computed tomography was also performed with no abnormalities. For arrhythmias, ventricular tachycardia (vt) detection was turned off, so vt was not recorded even if it was present. During the pacemaker check, vibrations around the pumps were made aware of, and there are no particular problems with electrocardiogram waveforms. Log files were submitted for review. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.

Manufacturer narrative:
D4: model and catalog numbers corrected. E1: customer site was: (B)(6). Reporter email was not available. Manufacturer¿s investigation conclusion: the reported vibrations in the patient¿s chest could not be confirmed through this evaluation. A specific cause for the reported noise change could not be conclusively determined. Additionally, a direct correlation between the device and the reported chest discomfort could not be conclusively established. The controller event log contained events from 04dec2024 through 13dec2024. No notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. It was further reported that the cause of the patient¿s chest discomfort and vibrations was not identified. It was communicated that the event did not resolve and that the patient is under observation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient would be monitored.